Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: vectris surescan; product ID: 977a260 (serial: unknown); product type: 0200-lead; implant date: on (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they think a wire broke inside the body. Patient stated they have been feeling stabbing pain for the past 3 days and it continues to get worse. Patient confirmed they have not had a fall or any activities that could have put stress on the system. Patient mentioned they tried to turn the stimulation up because they couldn't feel stimulation but they could only feel it down their left leg and not at all on their right leg. Patient usually feels stimulation in both legs. Patient also reported numbness on the right side. The patient was redirected to their healthcare provider to further address the issue.